Event description:
A user facility reported the shunt would not "inject." Pt impact remains unk. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Attempts to obtain add'l info were done on (B)(4) 2012 by fax and mail. A completed questionnaire has not been received. (B)(4).